Event description:
This is report 4 of 6 for the same event. It was reported that during the "reaming of the cranium with a drill for the suspension of dura mater" that the cutter device "melted in bone during drilling". The type of surgical procedure was not reported. The reporter stated that a motor device, two attachment devices, a craniotome device, and a compact speed reducer were also associated with the same procedure. The report stated that "the broken part was recovered, after effort without apparent tearing of the dura mater." There were "no parts in the patient." There were no delays to surgery. The report stated that the "product occurrence not relevant to the health of patient." All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation.  Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. A functional assessment was performed and the device passed all operational specifications. Therefore, an assignable root cause was not determined.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.